Event description:
It was reported via repair work order that the brakes could not be disengaged due to missing fifth wheel base spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.